Event description:
This lead was implanted on (B)(6) 2008, and was explanted on (B)(6) 2013, due to lead recall. The physician was dr. (B)(6), at (B)(6) hospital. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).